Manufacturer narrative:
Additional suspect medical device component involved in the event: model #: sc-2316-50, serial#: (B)(4), description: infinion¿1x16 perc lead kit 50cm.

Event description:
A report was received that the patient underwent a lead explant procedure due to high impedances.

Event description:
A report was received that the patient underwent a lead explant procedure due to high impedances.

Manufacturer narrative:
This event was already reported in MFR report # 3006630150-2015-00596.